Manufacturer narrative:
Age at the time of the event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 10/2.75 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the device was unable to cross the lesion. No difficulties were reported upon removal; however, it was noticed that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The tip section of the device was visually and microscopically examined and no issues were noted. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately at the proximal edge of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues. A visual and microscopic examination found no issues with the markerbands. A visual and tactile examination of the device identified that the hypotube was kinked at approximately 445mm proximal to the guidewire port. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 10/2.75 flextome cutting balloon was selected for use. During the procedure, it was noted that the device was unable to cross the lesion. No difficulties were reported upon removal; however, it was noticed that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.